Event description:
It was reported that this patient presented to the emergency room (ER) with chest pain. The health care professional (hcp) stated the patient with this pacemaker had a heart rate above 70 bpm and was concerned about potential loss of capture (loc) on the right ventricular (rv) lead. The hcp also noted the presenting morphology was small. There were no recorded episodes in the configured collection period and no asystole noted. This pacemaker and rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).